Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported approximately two years following a glaucoma filtration device implantation the shunt had corroded. The shunt began pushing out through the eye; the shunt was removed.